Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported patient could not feel anything (stimulation) ever since she was assaulted on thanksgiving. It was noted she had turned up her stimulator all the way to 175. Patient stated during the assault, she was punched and thrown into mud. Patient stated ever since she had also been having issues with anxiety feeling nervous and stomach, she had to go to the ER at hospital. It was noted the fall or trauma above could be related to this issue. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported the patient had the device reprogrammed at the doctor's office and stimulation was working fine now. No symptoms were reported.